Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not specify the cause of the dirt at the connector cover, insertion tube, and inside the light guide lens. Regarding dirt at the bending section rubber glue, it is likely it could not be cleared due to physical damage of the device. The instructions for use include detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The instructions for use include the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The subject is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, the bending section cover adhesive, the plastic distal end cover and the connecting tube were observed with foreign material, and the inside of the light guide lens was found to be dirty. There was no patient or user injury reported due to the event. This report is being submitted for the malfunctions found during evaluation (foreign material/dirt).

Manufacturer narrative:
In addition to foreign material/dirt in components, service found the air/water cylinder and the suction cylinder was discolored. The grip, the switch box, the right/left knob, the up/down knob, the light guide cover glass, the plug unit, and the scope connector cover were scratched. The mouthpiece was loose, and the light guide lens was cracked. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.